Event description:
Approximately 5 day(s) post-operative of a right tha, it was reported via clinical study that the patient experienced a hematoma. Hematoma with increased drainage. The patient was treated with keflex and rivaroxaban stopped. The outcome of this event was reported as resolved, and the clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (D10) concomitant devices: 180-01-52 - nv crown cup clstr hole 52mm group 2: 2321715 120-65-20 - bone screw 6.5mm dia x 20mm long: 2492119 120-65-25 - bone screw 6.5mm dia x 25mm long: 2549226 130-28-52 - nv gxl lnr, neutral, 28mm ID, group 2 cups: 2258534 142-28-93 - cocr fem head 28mm -3.5 offset 12/14: 2160585 160-00-16 - pf stem tapered plasma sz 16: 2308873 if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.